Manufacturer narrative:
Follow-up #1: date of submission 14-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: during investigation, the pump was opened and there was evidence of moisture corrosion near the keypad connector. The battery compartment was found to be cracked. The keypad was intact with no evidence of peeling or damage. All the keys were responsive. The keypad was removed and there was no evidence of contamination found on the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the okay/enter button was under responsive. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.